Event description:
It was reported that the absorbable hemostat was used at the conclusion of a fess case. Ten days post-operatively, the patient experienced bleeding from the site. The patient was returned to operating room as a result. At that time the remaining absorbable hemostat was removed. The surgeon commented that this was unusual and that the area looked inflamed.

Manufacturer narrative:
Bleeding occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.